Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, involving the sigmoid, surgeon fired and eea stapler did not separate from the anvil. When he pulled it, it created a whole in the bowel. A 3rd of staples didn't deploy. He observed that the anvil was stapled to the specimen. Fortunately, he had enough bowel to create another anastomosis. Added 45 min to the case. Current patient status: fine. There was unanticipated tissue loss. There was a delay in surgical time of more than 30 minutes. The patient is fine. To correct the condition a new anastomosis was created. Reinforcement material was used. The device was used in patient. There was patient involvement. There was no patient injury or hazard. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500ccs or more. No device fragment fell into the patient cavity.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Inspection under the microscope displayed nicks on the knife blade. Pressure ridges were observed, indicating that the instrument had been fired. The shell head was observed to be cracked. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The file was concluded to be a misuse of the product. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed secondary, shell head damage, may occur from rough handling of the instrument during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.